Event description:
AED reported to have self-test failure. No patient use is associated with this event. The device labeling addresses removing the device from service in the event of a self-test failure.

Manufacturer narrative:
(B)(4). Issue is being reported as device is not functioning. Because of age of device, device is expected to be removed from service.